Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the disposable biopsy forceps wire broke associated with the opening and closing mechanism during biopsy. The issue was found during procedure, and the type of procedure was diagnostic - biopsy. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the wire broke associated with the opening and closing mechanism of the subject device; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.